Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro jaws on the harvesting tool were damaged and stopped working properly. Opening and closing of the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. . The silicon insulation on the cold jaw was observed to be peeled at middle of the jaw to the tip, exposing the metal portion of the cold jaw. No pieces of the silicon insulation was observed to be missing from the cold jaw. A microscopic inspection was conducted. The heater wire was observed to be slightly flexed away at the center of the hot jaw, but remained attached at the base and tip. A mechanical evaluation was conducted. The jaws opened and closed with no difficulty. The jaws were aligned when the jaws were closed. Based on the return condition of the device, the reported failure " mechanical issue" was not confirmed, but was confirmed for the analyzed failure "peeled jaw" as well as ¿material twisted/bent¿.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro jaws on the harvesting tool were damaged and stopped working properly. Opening and closing of the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.